Manufacturer narrative:
One cartridge was returned loose in the opened pouch. The pouch is labeled with ¿defective¿ cartridge. Barely perceptible viscoelastic is in the device. The cartridge has evidence it was placed into a handpiece. The tip is bent. The cartridge was cleaned for further evaluation. This may indicate the lens and or plunger were not in a proper position for advancement or may have occurred due to the lack of viscoelastic. The lens was not returned or identified. An acceptable handpiece was indicated. The reported ¿scratched lens¿ could not be verified. The lens was not returned with the cartridge. The cartridge labeled "defective" had barely appreciable viscoelastic observed. The root cause for the reported lens damage appears to be related to a failure to follow the dfu. The dfu instructs to fill the cartridge with viscoelastic before loading the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage or delivery issues. Top coat dye stain was conducted with acceptable results. A scrape mark was observed in the coating. This may indicate the lens and or plunger were not in a proper position for advancement or may have occurred due to the lack of viscoelastic. The tip of the cartridge was bent. This damage appears to have occurred due to the product being transferred unsecured. Procedures and processes exist within the manufacturing environment that focus on protection of the cartridge tip. All cartridges are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that a cartridge scratched an intraocular lens (iol). There was no harm to the patient. Back up products were used to complete the surgery. The representative also indicated that the tip of the cartridge appeared smashed. Additional information was requested.